Event description:
Further event information was provided that noted the physician was not able to remove the anchor and deployment tool from the catheter, so the physician decided to trim the catheter. After that the anchor and tool was removable. The implanted spinal catheter was long enough so that it was not necessaryto insert a new one.

Event description:
It was reported the applicator for the anchor broke while introducing it onto the catheter. It was stated the device was not implanted and a different product was used. The patient status was noted as alive with no injury.

Manufacturer narrative:
Concomitant product: product ID ascenda_cath 8781, serial# (B)(4), product type catheter. (B)(4).